Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose readings of 300 mg/dl. Customer was treated with IV drips at the hospital. It was noted the customer's blood glucose reading at the time of the call was 92 mg/dl. It was noted that the customer had a kinked cannula. Customer stated that the serters are causing the sets to get bent. Product is not being returned for analysis.